Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown reason. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown reason. A new lead was implanted. No additional adverse patient effects were reported. Additional information indicated that there was increased threshold and physician wanted to reposition the lead but then decided to just explant and replace with a different lead.